Manufacturer narrative:
Follow-up #1: date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings:.battery compartment is cracked on the side from threads to cover. Audio bolus button cover is torn; the button is still operable. The display screen has a pinkish contrast.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device did not have enough power. During an in-house engineering evaluation, it was observed that the triggers and mode switch were sticking. It as further noted that the unit was making a grinding noise when running, triggers were corroded, the coupling head of the unit was worn and internal components were corroded. It was reported that there were no delays and an identical spare device was available for use. It there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.